Manufacturer narrative:
Conclusion: the complaint is unconfirmed. Reocclusion is an inherent risk of any pta procedure. If additional information is provided to the manufacturer, a supplemental report will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Analysis: as the index procedure took place approximately 13 months ago, the sample was discarded at the user facility; therefore, evaluation was unable to be performed. A lot history review revealed no other complaints form lot gfxi3604, other than the two lutonix dcb's, from this lot, used in this procedure. A device history record (DHR) review was performed and noted the device was manufactured to specification prior to being released for distribution. There was nothing found to indicate there was a manufacturing related cause for this event. Additional information was obtained on (B)(4) 2015 from the independent core lab angiographic review report forms for the index procedure. The target lesion was 400mm with 100% stenosis from 5cm to 45cm on the radiopaque ruler. The hcp predilated a portion of the target lesion from 10.5 to 45cm which resulted in a grade b dissection and 49% residual stenosis. The hcp then treated the patient with three lutonix dcb's, proximal to the start of the radiopaque ruler, estimated to be from -3cm to 45.5 cm resulting in 51% residual stenosis and the grade b dissection was still present. Next, the hcp performed post dilatation, which was not reported by the site, resulting in 49% residual stenosis and a downgrade of the dissection to a grade a. The hcp then placed two stents from another manufacturer with 10mm overlap between 14cm to 40cm. The stent placement resulted in 26% residual stenosis. Conclusion: the actual samples were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. Since re-occlusion was discovered, a reintervention procedure has been suggested. If additional information is provided after the reintervention procedure, a supplement report will be submitted with all relevant information. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Actual device not evaluated.

Event description:
It was reported 13 months after the index procedure of a long lesion study, the patient's target lesion allegedly re-occluded. The original lesion was 400 mm with 100% stenosis. The calcification was not severe, but the patient had a transatlantic inter-society consensus (tasc) classification of d. The lesion measured from 5cm to 45cm on the radiopaque ruler. The health care professional (hcp) predilation treatment was three inflations with the proximal and distal treatment points of 10.5cm to 45cm. The result, based on the hcp, was a grade a dissection with 50% residual stenosis. Three lutonix dcb's were used by the physician to treat the target lesion from 3cm to 45.5cm, resulting in 20% residual stenosis with the grade b dissection. The hcp reportedly placed two stents from 14cm to 40 cm. During a 12 month follow up, on (B)(6) 2015, the patient's ankle-brachial index (abi) of the left leg was 0.71, which indicates the likelihood of re-stenosis. The patient will undergo a re-intervention of the target lesion. No further adverse patient effects were reported. This is one of three products involved with the reported event and are associated manufacturers report numbers 3006513822-2015-00035, 3006513822-2015-00036.